Event description:
Provider states the left wheel is wobbly and rubbing against the armrest and the right wheel is wobbly.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.